Manufacturer narrative:
The investigation is currently on-going. A supplemental report will be submitted when conclusions are available. (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in spain alleged the generation of potential false positive flu a an sars-cov-2 results with the cobas sars-cov-2 & influenza a/b test for use on the cobas liat system. It was noted that the site retests samples, using the same sample, with the genexpert, but it was not confirmed whether this sample generated negative results with this platform. It was also noted that the alleged false positive results were not reported until confirmed by another cobas liat instrument; no further details were provided. No harm or injury was indicated. A review of the associated pcr growth curves did not show any anomalies. The low amplification of both targets could be an indication of a sample with a low viral load.

Manufacturer narrative:
Through the course of the investigation, no issues were identified with the complaint kit lot. The low amplification of both targets indicated a possible low viral load of the tested sample or possible contamination of the sample. Further assessment of the analyzer found that it is performing as intended. (B)(4).